Manufacturer narrative:
H.6. Investigation summary customer returned five (5) used 32gx4mm bd pen needles without tear drop labels attached. Consumer reported needle is clogged during injection. All five pen needles were examined and the following was observed: three pen needles with bent non-patient end (npe) cannulas two pen needles with broken npe cannulas no evidence of manufacturing defect was observed. The bent or broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged. Since all five pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent or broken npe cannulas is user error when attaching the pen needles to a pen injector. DHR was reviewed for this lot number and there are no internal rejects related to the reported issue during this order. According to the quality records all the inspections of quality control met the acceptance criteria. Investigation conclusion bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula, broken npe cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that needle was clogged during injection with a bd pen needle smpl 5 pk 32g 4mm ca. The following information was provided by the initial reporter: it was reported that needle clogged during injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle was clogged during injection with a bd pen needle smpl 5 pk 32g 4mm ca. The following information was provided by the initial reporter: it was reported that needle clogged during injection.